Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experience low blood glucose (bg); bg value and cause unknown. No additional event or patient information available.